Event description:
(B)(4). I had the essure device implanted in my doctor's office after being told this is the way tubal are done now. I needed to return to work, so no down time helped. I have had migraine headaches, back, neck, spine and stomach pain, longer and heavier periods, pain during and after sex, lack of sex drive, irregular periods, loss of hair, depression, numbness and tingling in hands and feet, b12 deficiency, anemia, vitamin d deficiency.